Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also mentioned that they believe the motor on the insulin pump is not functioning properly. The customer was hospitalized for kidney and heart related issues. Customer's blood glucose level at the time was unknown. Troubleshooting was declined. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.